Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer called in requesting assistance with the load process. The customer's blood glucose level was elevated because they were off the pump for most of the day. Tandem technical support assisted customer with the load process and resuming insulin delivery. A corrective bolus would to be taken after the cartridge change.